Manufacturer narrative:
Several follow up attempts to the consumer were made unsuccessfully. We were not able to retrieve the lot information or the sample. No further investigation can be completed at this time. Issue appears to be isolated occurrence since this issue has not been reported before.

Event description:
On 07-apr-2022, a spontaneous report from the united states was received from a consumer who used dr. Scholl's freeze away wart remover. Medical history included a foot wart. Concomitant products were not provided. On an unspecified date, the consumer used dr. Scholl's freeze away wart remover for a wart on the foot. On an unspecified date after the consumer started to use the wart remover the device "blew up all over her foot" (not further clarified or verified). She noted that she had freeze burns over her foot. Follow-up attempts to obtain additional information were unsuccessful.